Event description:
Additional information was received from a nurse at the physician's office which clarified that the group home stated on (B)(6) 2011, that the device "wasn't working" because the patient was still having seizures. However, no device malfunction was suspected. The patient's device was interrogated on (B)(4) 2011 and was functioning properly. The patient is reportedly doing better since having vns explanted due to medication changes. She is having one to two seizures per day. However prior to removal, she was having about 30 to 34 seizures in the course of four months. Therefore, she did have better seizure control with vns. They are planning to manage her medicines, and at this time, they are not planning on replacing her device at this time.

Event description:
Attempts for the return of the explanted lead and generator have been unsuccessful to date.

Event description:
It was reported that the patient's generator had migrated and an infection had developed at the generator site. The site had indicated that the vns was no longer working however it was not clarified what was meant by this. Follow-up with the surgeon's office found that the patient was referred by the group home due to the patient being febrile and the generator implant site was red. At that time the physician decided to administer anti-biotics and explant the vns. It was noted that the patient has rett syndrome and has a history of ''picking.'' Blood cultures have been taken however the results were not available at the time of follow-up. The notes were unclear if the generator had been secured to the fascia by a non-absorbable suture as recommended in manufacturer labeling. The lead and generator have been explanted. Attempts for further information have been unsuccessful to date. Attempts for the return of the explanted products are in progress.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect patient age.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received indicating that the hospital had reduced the patient's keppra and lamictal while the patient was admitted. Currently the physician is waiting for the patient to heal and for the medications to be titrated to normal levels prior to deciding on re-implantation.

Manufacturer narrative:
Type of report, corrected data: the initial report inadvertently excluded the checkbox indicating that this is a '30-day' report.

Event description:
It was reported that the patient had experienced discomfort with the device prior to the explant. Additionally, the patient was now being considered for vns replacement. Future plans for vns implant will not be reported as they are not relevant to the previous infection and migration events. If any additional information is received which is relevant to the infection or migration then additional reports will be submitted.